Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 02206, 0001822565 - 2019 - 02207, 0001822565 - 2019 - 02208, 0001822565 - 2019 - 02209, 0001822565 - 2019 - 02210, 0001822565 - 2019 - 02211. Concomitant medical products: part/lot unknown, screw, part/lot unknown, screw. 00889024268975 part 00434901413 humeral stem 14 mm stem diameter 130 mm stem length lot 62912999, 00889024269057 part 00434903600 poly liner plus 0 mm offset 36 mm diameter lot 63113801, 00889024269088 part 00434903611 glenosphere 36 mm diameter lot 63126215, 00889024268999 part 00434901500 base plate lot 63202662. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
Patient was noted to be experiencing pain and overall dissatisfaction with right shoulder at 3 yr follow up. No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: d4: UDI# (B)(4). No device was returned; the complaint cannot be confirmed. Medical records were reviewed with no findings. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.